Manufacturer narrative:
The technician found the lower pivot bolts missing from the side rail. The technician replaced the side rail to resolve the issue.

Event description:
The account alleged the side rail is not latching. No pt impact.